Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unk procedure there was an anastomotic leaks with the ntlc stapler, and after inspection during re-do, it seemed like the staple legs were formed in a crisscross pattern. Pt experienced leaks post-op and had to get reoperated to fix the leak. Patient had an infection due to bowel leakage.